Event description:
The cement took 20 minutes to set. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environment conditions of the or may have affected the set-up time of the cement.